Manufacturer narrative:
On (B)(6) 2026 the patient reported skin irritation while wearing the epatch with the electrode - patch - universal 2 channels configuration.the irritation manifested as general redness, peeling, blisters/welts, and open sores/skin.the patient did seek medical treatment for the skin irritation and was prescribed triamcinolone 0.1% medication to treat the skin irritation. Despite the irritation, the patient did not take a break in service or discontinuation of monitoring. The patient confirmed following the recommended skin preparation steps. The patient reported no history of skin sensitivity/allergies. The universal patch was not returned for evaluation. Engineering evaluation was unable to be performed as the universal electrode patch was not returned. The universal patch is single use and disposed after use; therefore, it is not likely to be returned. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. The following factor was identified and/or attributed to electrode skin irritation and associated symptoms: age extremes, as the patient is 75 years old. The product labeling advised patient of alternative options and other steps to take if skin irritation develops, including healthcare professional contact as needed.

Event description:
On (B)(6) 2026 the patient reported skin irritation while wearing the epatch with the electrode - patch - universal 2 channels configuration.the irritation manifested as general redness, peeling, blisters/welts, and open sores/skin.the patient did seek medical treatment for the skin irritation and was prescribed triamcinolone 0.1% medication to treat the skin irritation. Despite the irritation, the patient did not take a break in service or discontinuation of monitoring.the patient confirmed following the recommended skin preparation steps.the patient reported no history of skin sensitivity/allergies.